Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition was stable.